Event description:
Adverse event(s): "the surgeon found the pts were myopic instead of hypermetropic (sic)" (vision, impaired). Product problem(s): "the a constant was not changed according to the holladay formula" (use of incorrect control settings). The customer reported the pt's post operative results were 2-3 diopters off. Additional info received stated the surgeon found the pts were myopic instead of hypermetropic (sic). The surgeon uses the holladay formula. The a constant was not changed according to the holladay formula. The surgeon realized his mistake and reviewed all the results of the pt's iol results. Additional info on pt status has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).